Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak from disconnected peltier sample tubing. The fse cleaned fitting and re-attached the disconnected tubing resolving the leak. Upon recur; the failure mode identified is likely to generate erroneous nrbc, diff, and retic results due to improper sample/reagent reaction. (B)(4).

Event description:
The customer reported approximately 5 mls of fluid leaked from the dxh800 analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous patient results were generated for this event.